Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server patients information delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the key was not returned to cabinet. A technical support specialist dialed into server and observed delayed or missing patient information from meditech on health sight viewer (hsv). Remote desk protocol (rdp) showed similar results and ran downtime query and no errors found from carefusion coordination engine (cce) and heartbeat time was current. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patients information delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.